Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization, while reposition of the coil only internal part of the coil was removed. When removing the introducer sheath physician realized that the coil came from the aneurysm to the femoral artery of the patient. The coil was cut at the level of femoral artery and left in the parent vessel. No clinical consequences were reported to the patient due to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the delivery wire was kinked likely due to handling. The main coil was not returned. The delivery wire detachment zone was inspected and the main coil appears to have been detached due to a physical break at the detachment zone. Functional testing could not be performed due to the condition of the returned device. It is likely that the device was damaged during use causing the reported issues and observed damages. Therefore an assignable cause of an operational context has been assigned to this investigation.

Event description:
During the coil embolization, several attempts were made to reposition the coil without any success; therefore physician decided to remove the coil. However, the coil lost tension while pulling and realized that it had stretched. The stretched coil went all the way to the right femoral puncture site. The coil was cut at the level of femoral artery and left in the parent vessel. No clinical consequences were reported to the patient due to the event.